Event description:
It was reported that during the implant procedure, after multiple attempts to access an acceptable vein, the guidewire could not be removed from the lead. The lead and guidewire were removed from the patient and the guidewire was cut. Further attempts to advance the lead using multiple guidewires were unsuccessful. The lead was no longer used and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).